Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 29 may 2020.

Event description:
The customer reported the touch panel was suddenly inoperable. There was no patient involvement.

Manufacturer narrative:
G4: 25jun2020. B4:25jun2020. The manufacturer¿s international service technician confirmed the reported issue. Calibrating the touchscreen didn't resolve the issue. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:14nov2020. B4:01dec2020. Touchscreen with cracked or shattered glass cannot be tested since the glass justification has a resistive coating, which if broken, makes the touchscreen nonfunctional. This touchscreen will be scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.